Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected

Event description:
It was reported that the patient was rewarming on arctic sun device and it gets low flow. They followed the prompts on the screen without success. The flow rate are 0lpm, inlet pressure are -8.6psi, circulation pump are 0 percentage. They stopped therapy and emptied pads. Alert 07 (empty pads not complete). The pads are disconnected and device changed to manual mode. The flow remained at 0lpm, inlet pressure are -9psi, pump hours 345.8. They suggested to sending the device to biomed labeled with no flow. The biomed called to mis on 17jul2023. The biomed had arctic sun device with alerting low flow. S/n: (B)(6) warm transferred to dante crane in ts for proper handling. Dc rane 18jul2023. The biomed stated that the device had alerted for low flow. The flow rate are 0.0, inlet pressure are -9.4. They removed the fluid delivery line during mc and inlet pressure are remained at -9.4. Failed pressure transducer.

Event description:
It was reported that the patient was rewarming on arctic sun device and it gets low flow. They followed the prompts on the screen without success. The flow rate are 0lpm, inlet pressure are -8.6psi, circulation pump are 0 percentage. They stopped therapy and emptied pads. Alert 07 (empty pads not complete). The pads are disconnected and device changed to manual mode. The flow remained at 0lpm, inlet pressure are -9psi, pump hours 345.8. They suggested to sending the device to biomed labeled with no flow. The biomed called to mis on (B)(6) 2023. The biomed had arctic sun device with alerting low flow. S/n: (B)(6) warm transferred to dante crane in ts for proper handling. Dcrane (B)(6)2023. The biomed stated that the device had alerted for low flow. The flow rate are 0.0, inlet pressure are -9.4. They removed the fluid delivery line during mc and inlet pressure are remained at -9.4. Failed pressure transducer.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.